Manufacturer narrative:
Investigation results: the visual inspection showed that the seal had been rolled and loaded in the delivery tube and that the delivery tube had fallen out of the hub. The delivery tube was not broken or damaged. There was evidence of blood on the seal and inside the delivery tube. Closer examination of the end of the tube that attaches to the hub showed slight evidence of adhesive. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).

Event description:
Received product experience report from maquet (B)(4) on (B)(6) 2009 stating, "one heartstring seal tip broke during use. The operation was completed with a new device. No clinical consequence known. There was no injury or death and there was no person claimed to be endangered." Since clarification of the failure could not be obtained and the complaint information was not clear; no determination could be made about the reportability of this incident. Maquet received the device on 08/18/2009 and upon decontaminated on 08/19/2009, the visual inspection revealed that the deployment tube detached from the hub. It was also observed that the seal and the tension spring assemblies remained inside the tube. This is an MDR reportable event "deployment tube detached from hub."